Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. It was observed that the lead helix was slightly deployed prior to implant. The physician was able to fully retract and deploy the helix prior to entering the patient's body. Once the lead was fixed it was noted that the helix was slightly extended after it had been retracted. The lead was removed, and a replacement was implanted. At some point during the procedure patient went into a right bundle branch block (rbbb), which persisted into the following morning. The physician suspected that the deployed helix had poked around in the in the right ventricle and precipitated rbbb. No interventions were made. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix was partially extended clogged with tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with tissue. Electrical tests did not find any indication of conductor fractures or internal shorts.